Event description:
This mitraclip report is being filed on the 2nd clip delivery system (10352135/(B)(4)) for hemothorax, pericardial effusion, and subsequent patient death. It was reported that on (B)(6) 2014, a mitraclip procedure was performed on an elderly patient with a degenerative mitral regurgitation grade of 4. The clip delivery system (cds) and steerable guide catheter (sgc) were prepared for use as per the instructions for use (IFU). The transseptal puncture was measured at 3.2 cm despite being maximally superior and posterior in the fossa ovalis. There was some difficulty inserting the sgc into the left atrium (la) and the physician used some time to manipulate the steering +/- knobs and anterior/posterior movements in order to achieve access. The transesophageal echocardiogram (tee) quality was poor, but when the sgc was in the left atrium, the dilator was retracted into the sgc and the guide wire was retracted into the dilator as per the IFU. The physician began to aspirate the sgc, but after a short time, he could no longer aspirate. At this point, it was not possible to visualize the guide accurately due to poor tee quality. The physician stopped aspirating and attempted to retract and torque the guide, but all attempts at aspirating failed. The sgc was retracted into the right atrium with no ability to aspirate. The sgc was removed completely from the anatomy. Once removed, the sgc was able to be aspirated without issue and was flushed with no sign of obstruction. It was surmised that the inability to aspirate from the sgc was due to the sgc tip being against tissue both when the device was in the la and the ra.

Manufacturer narrative:
(B)(4). The clip delivery system (cds) was not returned for investigation. The procedure images were received for review. The analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for difficulty/inability to deploy the clip are, but not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during advancement) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history confirmed this device met all in-process and final acceptance activities, including verification that the clip functioned as intended. The subassembly lots were further examined to determine if the reported incident could be attributed to the manufacture of the device. The review included a detailed review of actuator mandrel, actuator coupler, threaded stud, and l-lock assembly lots used within the manufacture of the device, as these parts can potentially contribute to difficult/unable to deploy. All lots were confirmed to be within their material specifications based on the incoming quality assurance inspections performed upon receiving these lots. Thus, based on the information reported and the related records review, there does not appear to be any indication of a device issue. There were no manufacturing nonconformities issued to the reported lot. A query of the electronic complaint handling system did not reveal any other incidents reported for the same issue. There were no reported device issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. There is no indication that the manufacture of the device contributed to the reported event. With respect to the patient condition, procedural conditions and/or user technique, difficulty in deploying the clip may be influenced by patient anatomical morphology and patient disease state (such as anatomical morphology/pathology, resulting in increased tension on the device), unintended curves on the device or user technique (such as not returning the arm positioner to neutral prior to deployment). The information provided in the case details stated that after leaflet assessment, clip deployment was performed per the instructions for use (IFU). After the arm positioner was set to neutral and the actuator knob was turned 9 times counter-clockwise, it was retracted, but the clip did not release from the cds. The actuator knob was turned 5 more times and the clip appeared to release, but when the delivery catheter (dc) handle was retracted, the clip moved with it. Clarification received from the site confirmed that the actuator knob could not be retracted any further when a second attempt was made to pull back the knob. It was noted that during the first retraction attempt of the actuator knob, the pin groove was exposed and the knob appeared to function normally; it did not move back (no sudden movement of the inner assembly). This information suggests that there was no tension on the actuator assembly and further indicates that the coupler likely unthreaded from the threaded stud of the clip. Once the actuator knob was retracted, the proximal end of the coupler was likely pulled into the inner lumen (compression coil) of the dc, which could prevent further retraction of the actuator knob assembly. The decision was made to remove gripper line as this was considered to be only possibility to be hindering deployment. The gripper line was removed without issue, but the clip still moved with the cds. Therefore, based on the information reviewed, it is possible that the clip connector (component that it engaged with the l-lock tabs) did not disengage from the l-lock assembly, resulting in the clip not being able to initially detach from the dc shaft. It was later confirmed that after the patient expired, the nurse removed the devices from the patient and discarded them. The two clips were still inside the patient, indicated that the clip had released from the cds at this point. In this case, the images provided from the site confirmed the reported experience that the clip was unable to be deployed during the procedure; however, since the device was not returned for analysis, a cause for the failure to deploy could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to disengage from the l-lock assembly and thereby contributed to the inability to deploy the clip; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the reported unable to deploy in this case cannot be determined. There does not appear to be any evidence of a product quality deficiency. It was further noted that when the cds was first inserted into the left atrium (la), the patient became unstable with a drop in blood pressure and tachycardia. An increase of inotrope was administered. The patient subsequently became increasingly difficult to keep stabilized during the attempts to deploy the clip. The cds m knob was then turned to remove the medial curve in an attempt to release the clip at which point the clip and cds jumped laterally (device operates differently than expected). The clip was now seen to be at a 90 degree angle to the cds and appeared to have been torn from the leaflets (clip detachment after gripper line removal). In this case, it is possible that an interaction with the patient anatomy, in addition to increased tension on the device while releasing the curves on the system, resulted in the clip and cds jumping laterally, causing the clip to be torn from the leaflets and subsequently becoming disengaged from the l-lock tabs. Although a definitive cause for the clip jumping more lateral cannot be determined, the detachment of the clip from the leaflets appears to be related to the sudden movement of the clip and cds. It was noted that at this point in the procedure, the patients condition deteriorated as a major right hemothorax and small pericardial effusion were observed. A thoracotomy was performed and approximately 1.5 liters of blood (thought to be arterial) was drained. The source/cause of the bleeding could not be determined by the physician. However, it was noted that the anesthesiologist commented that when the chest tube was placed in the right chest a lot of blood came out immediately and continued to pour out. The chest tube was left in the patient and a blood transfusion was performed. The physician did not want to remove the cds and sgc from the anatomy as the risk of the clip embolization was too high. Therefore, the cardiac surgeon was consulted, but refused to perform surgery as the patient was considered as an unacceptable risk. Protamine was administered and all other medication was stopped. The sgc and cds were taped to the patient and not removed. After the patient was transported to the intensive care unit (ICU), later that evening, the patient expired. The cds and sgc were removed and disposed of after the patient expired and it was observed that the clip was no longer attached to the delivery system. The patient effects of arrhythmia (tachycardia), hemorrhage requiring transfusion, hypotension, mitral valve injury (tissue damage) and death, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, the cause for the tissue damage was likely due to the clip becoming torn from the leaflets. Furthermore, the reported tachycardia, hypotension and hemorrhage were likely cascading effects of the pericardial effusion and/or the overall condition of the patient. It was noted that the source/cause of the bleeding could not be determined by the physician. Additional information received from the physician further stated that the cause of death was hemorrhagic shock associated with hemothorax and the underlying frail and prohibitive risk status of the patient. Although a conclusive cause for the pericardial effusion and death cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The reported treatment with medication, additional therapy/non-surgical treatment, surgical procedure, delay in treatment and hospitalization (prolonged) were related to case-specific circumstances, as inotropes were administered to stabilize the patient, a thoracotomy was performed to drain approximately 1.5 liters of blood (thought to be arterial) followed by a blood transfusion. Protamine was administered and all other medication was stopped. The steerable guide catheter (sgc) and cds were taped to the patient and not removed (foreign body left in patient) and the patient was transported to the intensive care unit. The patient subsequently expired later that evening. It was indicated that the autopsy and procedural reports are being retained at the hospital and are unavailable for review. This event and returned images (combination of still and cine 2d and 3d transesophageal echocardiographic [tee] images) were reviewed by an abbott vascular senior medical advisor. The reviewer stated that this patient had symptomatic severe mitral regurgitation (mr), was frail and hemodynamically unstable so was not a surgical candidate and therefore, underwent the mitraclip procedure. During the case, there was difficulty with optimal transseptal puncture due to patient anatomy and suboptimal imaging. There was concern of air entry during introduction of the sgc, but this could not be confirmed on the images provided. After positioning of the first clip, a lateral jet was observed, so it was decided to implant a second clip. During removal of the gripper line, there was concern for air entry into the left anterior descending artery ( lad [riva]). This was confirmed with the images provided. A second clip was positioned on the leaflets to reduce the lateral jet, but with the inability to deploy the clip the mr grade increased back to at least 3 based on the images provided. The presence of the effusion which was seen at the end of the procedure could not be confirmed. The suboptimal distance of the transseptal puncture was demonstrated on the images provided, but the measurement stated in the report could not be confirmed. The reviewer concluded that there is evidence that the adverse events were not attributable to the device based on the cines and still images provided for this incident. The air embolism in the lad was secondary to difficulty with visualization and creation of vacuum when the sgc was against tissue. Additionally, the reported hemodynamic instability (tachycardia, hypotension) were associated with air embolism. There is no evidence of device deficiency or malfunction. Additionally, given the hemothorax was in the right pleural cavity and the mitraclip system is introduced into the left atrium, it is not possible the device was causal or contributory to the significant hemothorax, and unlikely to be causal or contributory to the pericardial effusion. Given the steps of the procedure, the guide wire, which is introduced after transseptal puncture, was likely the causal device. The death was secondary to hemorrhagic shock associated with hemothorax and the underlying frail and prohibitive risk status of the patient. The other devices and adverse events reported in this event have been reported under the manufacturer reference numbers 255252-1-1 and 255252-1-2.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient age is estimated as only the year of birth ((B)(6)) was received. Description of event contd: the poor imaging made it extremely difficult to visualize the tip of the sgc. The transseptal puncture was re-performed and the sgc was de-aired again and inserted without issue with better tee quality. The first cds (10336205/(B)(4)) was inserted as per the IFU. The sgc + steering knob was applied to optimize alignment and the clip was advanced into the left ventricle. Using the medial and lateral adjustment, after approximately five attempts to grasp the leaflets with the clip, both leaflets were successfully grasped reducing the mr grade from 4 to 3 with a main jet located lateral to the clip. Prior to clip deployment, the leaflet assessment was performed as per the IFU. During the gripper line removability test, the flush was increased. Prior to removing the gripper line, the patient experienced tachycardia and a drop in blood pressure. Air was noted in the left anterior descending artery (lad) on the echocardiogram. There was no sign of air in the system and all flushes and 3-way taps were functioning normally. It was not apparent where the air came from when seen in the lad and the air dispersed after approximately two minutes. Inotropes were administered stabilizing the patient. The gripper line was removed deploying the clip. The cds was removed from the anatomy. A second clip (10352135/(B)(4)) was prepared for use as per the IFU and was planned to be placed laterally to the first clip. The cds was inserted into the la. The patient became unstable with a drop in blood pressure and tachycardia. An increase of inotrope was administered. The second clip was placed on the leaflets lateral to the first clip. After leaflet assessment, clip deployment was performed as per the IFU. After the actuator knob was turned 9 times counter-clockwise, it was retracted, but the clip did not release from the cds. The actuator knob was turned 5 more times and the clip appeared to release, but when the delivery catheter (dc) handle was retracted, the clip moved with it. The patient became increasingly difficult to keep stabilized. The decision was made to remove gripper line as this was considered to be only possibility to be hindering deployment. The gripper line was removed without issue, but the clip still moved with the cds. The cds steering m knob was turned to remove the medial curve in an attempt to release the clip at which point the clip and cds jumped laterally. The clip was now seen to be at a 90 degree angle to the cds and appear to have been torn from the leaflets. The patient condition deteriorated as a major right hemothorax and small pericardial effusion was observed. A thoracotomy was performed and approximately 1. 5 liters of blood (thought to be arterial) was drained. The source/cause of the bleeding could not be determined by the physician. The chest tube was left in the patient. The anesthesiologist commented that when the chest tube was placed in the right chest a lot of blood came out immediately and continued to pour out. A blood transfusion was performed. The physician did not want to remove the cds and sgc from the anatomy as the risk of the clip embolization was too high. The cardiac surgeon would not perform surgery as the patient was considered as an unacceptable risk (elderly, (B)(6), sternotomy with an unknown source of bleeding). Protamine was administered and all other medication was stopped. The sgc and cds were taped to the patient and not removed. After the patient was transported to the intensive care unit, later that evening, the patient expired. Cause of death was hemorrhagic shock. An autopsy is pending. The clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other devices (sgc and 1st clip delivery system [10336205/(B)(4)]) are filed under separate medwatch reports.

Event description:
Subsequent to the initial report, additional information received indicated that the autopsy and procedural reports are being retained at the hospital and are unavailable for review. No additional information was provided.